Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. Customers' blood glucose reading at the time of the emergency room visit was 237 mg/dl. It was noted that the customer had high blood glucose readings and labor pain prior to the hospitalization. Customer was treated with manual injections and had a set change done and then released. Customer noticed a leak in the reservoir when doing a set change. Customer stated that the leak was past the second o-ring on the reservoir. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.